Manufacturer narrative:
Added: d3. Corrected: d1, d4 (serial and catalog). Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 68-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. The patient had a known history of coronary artery disease with prior CABG. Baseline lvef was reported at 35. The act prior to device insertion was 400. The patient required advanced hemodynamic and respiratory support, including inotropes, vasopressors, and mechanical ventilation. The purge solution utilized was d5w per protocol. During the course of support, the patient developed thrombocytopenia and experienced a major bleeding event requiring medical management, including pharmacologic intervention. Elevated act at the time of insertion, underlying critical illness, vasopressor use, and cardiogenic shock physiology likely contributed to increased bleeding risk. Thrombocytopenia in this setting may be multifactorial, including critical illness¿related consumption, hemodilution, anticoagulation, and mechanical circulatory support¿associated platelet activation and destruction. Major bleeding is a recognized complication in patients requiring large-bore arterial access and systemic anticoagulation, particularly in the setting of shock and multiple comorbidities. Despite continued mechanical and pharmacologic support, the patient¿s clinical condition deteriorated. The death is being conservatively reported in association with the event; however, it is more likely attributable to the patient¿s underlying cardiogenic shock, acute myocardial infarction, and significant comorbid conditions rather than the device itself. The patient expired.